Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel tortuousity was reported to be moderate with severe calcification and difficult access. Aneurysm morphology is unknown. The physician attempted to access the aneurysm with a 22 french sheath, but was unsuccessful. As the device was inserted without a sheath, the patient's blood pressure dropped. The physician inserted a 16 mm angioplasty balloon to control the bleeding, and, after the physician performed a retroperitoneal cutdown, the stent grafts were successfully deployed. It was reported that the procedure was successful. No clinical sequelae were reported, and the patient is reported to be fine.